Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that part of the reservoir was loose, making the reservoir not able to screw in completely. Customer stated that reservoir ring was half damaged. Customer¿s blood glucose was 8.2mmol/l. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.